Event description:
It was reported the ureteroreno videoscope exhibited a substance leaking out of one end of the scope. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending section cover or distal sheath adhesive glue chipped. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem and friction problem. Olympus will continue to monitor field performance for this device.